Event description:
On (B)(6) 2015, a customer reported unexpected negative results when testing a patient sample with capture-r ready-screen 3 (crrs3) on the galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images: batch 3118 tested on (B)(6) 2015, using lots r545, 221297 negative reactions for cells 1-3, 1,2 appear visually negative, cell 3 cell button is reduced in size and slight red cell adherence consistent with an equivocal reaction controls reacted as expected. Customers were notified of visually positive results with capture-r products which are interpreted negative by the echo in customer communication cc-(B)(6) in (B)(6) 2009.